Manufacturer narrative:
(B)(4). Retainer = clear. Customer returned device for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical boards, motor, harness vibrator assembly, and force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Force sensor zero offset is within specification 22.7mv. Test p-cap and reservoir locked properly into reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage, cracked retainer, and cracked reservoir tube lip. Critical pump error (open book image) alarm confirmed due to moisture damage. Device exposed to moisture confirmed at electrical boards, motor, harness vibrator assembly, and force sensor. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture due to swimming. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for the analysis.